Event description:
A discrepant advia centaur thcg result was obtained on a patient sample. The result was reported to the doctor. The doctor questioned the result. The sample was repeated and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discrepant thcg result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the discrepant thcg result was due to a malfunction of the sample syringe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.